Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited no electrical activity and it was alleged that the lead was fractured under the patient's clavicle. The lead was capped and replaced on (B)(6) 2020.